Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead returned in 2 pieces. Internal insulation abrasion was noted at 11.7 cm to 12.7 cm from the distal tip. The etfe coating was intact at this location. Insulation damage was noted from 30.5 cm to 32.0 cm from the distal tip consistent with clavicle crush damage. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.